Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (b)(44), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v036268 , implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3387s-40, lot # v079085, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported both of the patient¿s deep brain stimulator (dbs) devices were removed due to infections. They had infections ¿right away as soon as the incisions healed.¿both sides had infections. The patient went on antibiotics and they ¿opened up multiple times each side to clean out the infections¿ but it wouldn¿t go away over the following 6 months. The patient had those devices for about six months and then they were removed.